Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient that has been on the arctic sun device since noon. The targeted temperature (tt) was 36c and patient temperature (pt) was 35c. The water temperature had not gone above 35c and had not warmed the patient any. Current water temperature (wt) was 22.4c, rate was 0.25c/hour, device was set in normothermia. Nurse stated they tried swapping to a new device; however, this device was having the same issue. Confirmed they had four pads on the patient with adequate coverage. Nurse confirmed no shivering, micro shivering, seizures, or signs of heat generation. Confirmed with nurse they received two alarms earlier that said erratic patient temperatures, they thought the esophageal probe was too far out, so they advanced it and the alarm had not returned. Nurse stated they did plug the esophageal probe into the bedside monitor, and it was reading 34.8c, 0.2c lower than on the arctic sun device. Nurse was not sure if this was normal. Discussed erratic temperature alarms, suggested if they had additional esophageal probes, they may try changing the probe out to make sure it was not the issue. Nurse exchanged esophageal probe while on the phone. Walked nurse through placing device in manual control, after a few minutes water temperature (wt) was up to 39c. Disabled manual control and had nurse restart therapy in hypothermia. Walked nurse through adjusting the rewarm from to the patient¿s current temperature, confirmed rate and target temperature, and started therapy. After a few minutes water flow rate (wfr) was 2.6 l/min. Called nurse back at 0600 am to check on patient, nurse confirmed the water temperature was warming appropriately, they were not in front of the device, and current patient temperature (pt) was 35.1c. Discussed counter warming per their protocol, such as warm blankets, bair hugger, covering the extremities as that may help reach target. Encouraged nurse to call back with any issues or concerns.

Event description:
It was reported that the nurse stated they had a patient that has been on the arctic sun device since noon. The targeted temperature (tt) was 36c and patient temperature (pt) was 35c. The water temperature had not gone above 35c and had not warmed the patient any. Current water temperature (wt) was 22.4c, rate was 0.25c/hour, device was set in normothermia. Nurse stated they tried swapping to a new device, however this device was having the same issue. Confirmed they had four pads on the patient with adequate coverage. Nurse confirmed no shivering, micro shivering, seizures, or signs of heat generation. Confirmed with nurse they received two alarms earlier that said erratic patient temperatures, they thought the esophageal probe was too far out, so they advanced it and the alarm had not returned. Nurse stated they did plug the esophageal probe into the bedside monitor, and it was reading 34.8c, 0.2c lower than on the arctic sun device. Nurse was not sure if this was normal. Discussed erratic temperature alarms, suggested if they had additional esophageal probes, they may try changing the probe out to make sure it was not the issue. Nurse exchanged esophageal probe while on the phone. Walked nurse through placing device in manual control, after a few minutes water temperature (wt) was up to 39c. Disabled manual control and had nurse restart therapy in hypothermia. Walked nurse through adjusting the rewarm from to the patient¿s current temperature, confirmed rate and target temperature, and started therapy. After a few minutes water flow rate (wfr) was 2.6 l/min. Called nurse back at 0600 am to check on patient, nurse confirmed the water temperature was warming appropriately, they were not in front of the device, and current patient temperature (pt) was 35.1c. Discussed counter warming per their protocol, such as warm blankets, bair hugger, covering the extremities as that may help reach target. Encouraged nurse to call back with any issues or concerns.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be inadequate pharmaceutical delivery. However, there was insufficient information to confirm this potential root cause. The serial number for this investigation is unknown. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.